Event description:
The dealer states the joystick cannot find neutral and the chair will drift backward if not turned off. The chair will drive when the joystick is released.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.